Event description:
The account alleged that the head section runs up when the bed is plugged in. No pt impact.

Manufacturer narrative:
Tech asked the account to isolate the siderail and then the caregiver boards. No further info is available on the repair of the bed at this time.